Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, the patient experienced an adverse event. The patient stated the dexcom receiver shut down unexpectedly after leaving their doctor¿s office and as they were driving, they felt low and pulled over. The patient indicated that another driver pulled over to help the patient and called emergency medical technician¿s (emts) on behalf of the patient. When the emts arrived, they administered the patient with d50 and d10 and was transported to the hospital where they were treated and was released after a few hours. At the time of contact, the patient was in healthy condition. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed, and the inspection passed. The receiver was charged and booted successfully. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed, and the test passed. The receiver was opened for further evaluation. An internal visual inspection was performed, and the inspection passed. The reported receiver that ceased to function was not confirmed. A probable cause could not be determined.